Manufacturer narrative:
B5. Corrected data, sup report #03: information was inadvertently not included.

Event description:
The reported magnet swipes would not be associated with the increased seizures, as the magnet was confirmed to not be functioning correctly.

Event description:
It was reported that when trying to change a patient's programmed settings, error code 254 appears. The patient's device could be interrogated, but settings were unable to be changed. When the patient was seen again, error code 254 was still appearing and the device was now showing low lead impedance. The representative noted that she had already restarted the tablet, restarted the wand, and attached the cord, as well as performed a generator reset. The output current was set to 0ma as expected from the generator reset, and settings were reprogrammed to 1ma. The low impedance was seen as she attempted to adjust heart rate detection settings. The device was still able to be interrogated, showing output currents of 1.5ma normal mode. Magnet diagnostics were performed and indicated that the test did not complete and the magnet swipe did not register. The representative was asked to swipe the magnet for 30 seconds. Upon completion, diagnostics were performed and were reportedly still showing low impedance (<600ohms) with output status 1.5ma. The output status was showing 0.125ma before the error message 254 and generator reset. It was also noted that the error code 254 had recently been seen numerous times. The internal data of the generator was reviewed. Battery voltages and impedances from up to implant date were within normal limits and there was no evidence of reboot. The run state for the programming operations on (B)(6) 2019 showed "stimulation inhibited". It was found that the generator had last checked voltage and impedance on (B)(6) 2019, which indicates that the generator had been disabled and inhibited since that date. This behavior is consistent with what occurs when the generator's reed switch is stuck closed. Device history records were reviewed for the device. The device was sterilized and passed all quality inspections prior to distribution. It was stated that the patient had previously been seen in the ER for seizures and the physician at the hospital was having the same 254 communication issue. It was also noted that it was unclear if the patient was experiencing other adverse events, such as pain, as the patient was young, nonverbal and very aggressive. No further relevant information has been received to date.

Event description:
Patient underwent generator replacement surgery. The explanted generator was received by product analysis. Product analysis has not been completed to date.

Event description:
Patient¿s mother reported that the patient began having seizures every night occurring every 15-20 minutes. The patient was admitted to the hospital. The patient¿s mother noted that when swiping the magnet the patient would have more seizures as opposed to the magnet helping abort seizures from the magnet.

Event description:
Generator product analysis was completed. The reed stuck closed allegation was not duplicated in the product analysis lab. The data provided by product analysis appears to indicate that the reed switch was stuck closed during the implant time. Other than the noted condition there were no adverse functional, mechanical, or visual issues identified with the returned generator.